Event description:
End user was ambulating with the walker. The extension leg broke and end user fell. She had a questionable hairline fracture of her clavicle.

Manufacturer narrative:
The end user was recovering from elbow surgery and was using the walker to get around. The extension part of the rear right leg of the walker broke at the location of the screw and she fell. No fracture was identified on x-ray but the daughter indicated she was told there could be possibility of a hairline fracture of her clavicle. The sample was evaluated. No lot number could be found on the returned sample. The hang tag attached had a copyright date of 1999. Without the lot number, it was not possible to verify the manufacturing date. The returned product does not have wear on the tips or major scratches on the frame indicating that this product was very lightly used or new. The front right leg separated at the screw hole for the cross bar. The deformation at the hole indicates that the leg was bent under the unit before it broke. This could have been caused if the user placed one leg of the device down instead of all four. If the user applied force by bearing full weight on the unit with just one leg on the ground, it could have caused the leg to deform in this manner. There was no info gathered during the sample eval suggesting any product concerns. However, due to the report of a possible hair line fracture of the clavicle, this MDR is being filed.